Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Case started out like every other mako tka, we went in and cut the distal femur, and proximal tibia. After completing this step and moving on to ligament balancing, dr. (B)(6) noticed that the gaps didn¿t look correct, however we still ended up putting 2* internal rotation on the femur to try to equalize the gaps. We brought the saw blade in to make the anterior cut, and again dr. (B)(6) thought something looked off and wasn¿t comfortable making the cut. After this we got the manual tka sizer out and placed the appropriate 4:1 cutter after drawing the surgical tea. What we found out was the cut that the robot wanted to make was approximately 10* externally rotated when compared to the cut that dr. (B)(6) went ahead and made with the 4:1 block. After seeing this, I went back and checked the landmarks and the segmentation was completely off. The bone and the magenta line was all translated and not correct. Surgical delay: 5-10 min. Case type: tka.

Event description:
Case started out like every other mako tka, we went in and cut the distal femur, and proximal tibia. After completing this step and moving on to ligament balancing, dr. (B)(6) noticed that the gaps didn¿t look correct, however we still ended up putting 2* internal rotation on the femur to try to equalize the gaps. We brought the saw blade in to make the anterior cut, and again dr. (B)(6) thought something looked off and wasn¿t comfortable making the cut. After this we got the manual tka sizer out and placed the appropriate 4:1 cutter after drawing the surgical tea. What we found out was the cut that the robot wanted to make was approximately 10* externally rotated when compared to the cut that dr. (B)(6) went ahead and made with the 4:1 block. After seeing this, I went back and checked the landmarks and the segmentation was completely off. The bone and the magenta line was all translated and not correct. Surgical delay: 5-10 min case type: tka.

Manufacturer narrative:
Reported event: an event regarding the magenta "segmened" bone outline shifting involving a 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: not performed as the device being inspected is software. Rio serial number not reported. Complaint history review: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding the magenta segmented bone outline shifting and improper limb alignment. Four other reported events were found ((B)(4)). Conclusion: the investigation revealed that a poorly captured femoral head landmark led to increased registration error resulting in a shift in cutting tool position.